Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor is freezing and unfreezing every couple seconds. After rebooting of the central station and as well swapping out hdmi cable the freezing was still happening. The device was in clinical use. There was no report of patient or user harm.